Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were seeing a poor communication screen on their patient programmer and the recharger would not communicate with the stimulator. The patient first noticed these issues the week prior to the report when they tried connecting and saw a reposition antenna screen. The patient had been in the hospital for an unrelated open heart surgery and their implantable neurostimulator (ins) had not been charged for a couple of months prior to the report. It was noted that the ins battery was dead. The patient last felt stimulation a couple of months prior to the report. Overdischarge was reviewed with the patient. They were going to follow-up with their doctor. The patient was implanted for non-malignant pain and other non-malignant pain. Additional information was received from a manufacturer representative reporting that they had a meeting with the patient about the reported overdischarge. An antenna locate was run several times. Additional information was received from a manufacturer representative reported that they tried to jump start #1 session was unsuccessful. Patient was discussing to reattempt session versus replacement. They would try another attempt.  Additional information was received from the consumer through a manufacturer representative stating the ins was removed due to the battery not being charged for about a year. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.